Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to deflate. It was further reported that the needle stick was used to deflate the balloon. The patient status was unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no specific anomalies noted. The balloon being stuck, no functional evaluation performed due to the condition of the device returned for evaluation. Balloon was cut and under microscopic evaluation the glue bullet was noted to be inside of the inner lumen and the inflation port holes were filled with dried blood and contrast. Therefore, the investigation is inconclusive for the reported deflation issue as the balloon was unable to be functionally tested for deflation. A definitive root cause for the deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2023.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to deflate. It was further reported that the needle stick was used to deflate the balloon. The patient status was unknown.